Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure, the screw driver end fractured off into the screw. Despite attempts, the fractured tip was unable to be retrieved and remains in situ in the patient. No additional patient consequences have been reported. Attempts have been made, however, no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer; no product was returned or photos received therefore visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a procedure, the screw driver end fractured off into the screw. The fractured tip was able to be retrieved from the patient and no additional patient consequences have been reported. Attempts have been made, however, no further information is available at this time.